Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).

Event description:
It was reported that the customer had high blood glucose levels. Customer is 3 1/2 years old. Reportedly, customer tubing gets wrapped around her and receives occlusion alarms at night. Pump passed delivery system check.